Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) went into backup mode and high voltage therapies were disabled. No intervention was reported. Patient condition was unknown.